Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 30mm enterprise 2 stent was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent was returned for evaluation, and it was already detached inside the hub of the microcatheter. The stent was removed; no damages were observed on the introducer and the delivery wire. Microscopic inspection was performed on the stent component. There were no abnormalities noted on the stent (i.e., no broken struts, no kinks). Both ends of the stent were observed fully expanded. The issue documented in the complaint regarding the stent being impeded in the middle section of the microcatheter could not be evaluated through functional test since the stent became detached during the procedure. The stent detachment was not originally reported in the complaint, and the exact time when this condition occurred cannot be determined, since according to the event description, the replacement stent was delivered using the same concomitant microcatheter, and the deployed condition of the stent would have prevented the advancement of the new stent; therefore, the detached condition is not considered related to the failure reported, and a root cause cannot be assigned. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8779798. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) does contain the following recommendation: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, d.1, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 30mm enterprise 2 stent (encr403012 / 8779798) was impeded in the middle section of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) and could not be further advanced. The physician removed the stent and microcatheter from the patient¿s anatomy and replaced the stent. The procedure was completed using the original concomitant microcatheter. The procedure was reportedly prolonged by approximately 10 minutes. There was no report of any negative patient impact. On 19-sep-2024, additional information was received. Per the information, the target vessel of the procedure was the right middle cerebral artery (mca). A continuous flush was maintained through the microcatheter. When the stent was removed from the patient, it was still on the delivery wire. There was no damage noted on the stent / stent delivery system. The replacement stent was not another 4mm x 30mm enterprise 2 stent (encr403012). The additional information also confirmed there was no negative patient impact and that the physician did not consider the 10-minute procedure extension to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, sex, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8779798. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on (B)(6) 2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.